Event description:
It was reported that subsequent to system placement in 2000, tremor symptoms had stopped and stimulation therapy had not been turned on. The pt had been advised to follow-up with the hcp if symptoms returned. The pt had experienced a return of tremor symptoms in 2005, which progressively became worse but they were unable to follow-up with the hcp due to issues with health insurance coverage. At follow-up with an internist in 2008, x-ray analysis had determined that the lead wire was broken and consultation with a neurologist was advised, but not yet scheduled. The pt was redirected to report symptoms to the hcp. It was unclear whether the system had ever been activated. Additional info has been requested from the physician.

Manufacturer narrative:
.